Event description:
It was reported that one year post right hip revision, the patient was referred to physical therapy (pt) due to weakness, difficulty walking, and poor balance. The patient completed 23 pt appointments with reported improvement in strength, range of motion (rom), gait, and balance and was reported no longer a fall risk. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unk zimmer continuum multi-hole socket 60mm, unk 36mm delta ceramic head +0 sleeve, unk dome screws x3. 14-103208, item name taperloc microp fmrl 15.0mm, lot # 974730. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided review identified the following: weakness, difficulty with walking, poor balance. Right hip rom notably limited. 23 visits of physical therapy to address deficits in strength, rom, and gait related to deconditioning due to complications post r total hip revision. Strength has improved in all areas. R hip rom is equal to that of the l. Gait has improved as has balance. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.